Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system trackers could not be seen by navigation system. It was reported that the patient tracker and instruments were visible to the navigation. A medtronic representative recommended rebooting the imaging system. Rebooting the system resolved the issue and the trackers could be seen by navigation system. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.